Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had cracked around the reservoir and she was unable to use it. The blood glucose reading was 120 mg/dl. Nothing further was reported.